Manufacturer narrative:
Device evaluation: one smiths medical portex tube bluselect was returned for analysis in a good condition. During analysis under water, it was found that there were several holes across pilot balloon diameter which caused reported leak. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem

Event description:
Information was received indicating that a smiths medical tracheostomy cuff was leaking air from the cuff. There was no patient injury and no reported adverse events.